Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for tube breakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode. There is no evidence that this defect existed prior to the centrifugation process. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.

Event description:
It was reported that during centrifugation bd vacutainer® ssttm ii advance tube broke, causing blood and gel to leak into the centrifuge machine. This was the third broken tube issue in 2 months. No serious injury or medical intervention reported.